Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc, catalog number 3501650, (B)(4) serial number. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation revision procedure with saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. As a result, the patient had undergone bilateral explantation and replacement of breast implants on (B)(6) 2018. The saline mentor smooth round moderate profile 325cc breast implants were replaced by saline mentor smooth round moderate profile 425cc breast implants.

Manufacturer narrative:
On 06/07/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately <0.1 cm was discovered within the crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. On 06/07/18, it was reported to mentor that the device history record (DHR) for the lot number 6969652 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/18/18, it was reported to mentor that the affected right implant catalog number is 3501650, serial number is (B)(4), lot number is 6969652 and that the concomitant product was the lot number 6697925 and serial number was (B)(4), left implant catalog number is 3501650. In addition, the date problem observed was reported incorrectly in the original report. The date problem observed was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/27/2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/01/2018, mentor has received information that account name field was updated from blank to (B)(6). Manufacturer¿s reference number: (B)(4).